Event description:
It was reported a spectrum pump experienced upstream occlusion alarms when occlusions were not present (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. Evaluation could not reproduce the reported symptom. The readings of the upstream sensor were found within specification. Physical inspection of the sensor found dried residue. The failed upstream sensor was replaced.